Event description:
The valve was implanted for ventriculo-peritoneal shunt at 100mmh2o in 2009. As overdrainage was observed, the neurosurgeon has changed the pressure setting of the valve to 220 mmh2o. As the overdrainage was still observed, the valve was explanted. The valve was tested by the doctor and it seems that the valve was dysfunctional. The doctor has requested to check the valve.

Manufacturer narrative:
The incident has been reported to MFR on 08/24/2009. Results of analysis will be developed in a follow-up report.